Event description:
It was reported to philips that the screen went black during procedure, and the system failed to restart on an allura xper fd10/10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the pfs272 powertray fru power supply unit and restored the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).